Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius on left hand. The doctor tried to insert the (va) variable angle lock screw with the use of the guiding block according to the procedure. The doctor could not lock the screw despite the use of torque limiting attachment. Therefore, the screw was removed and changed into another screw. Another screw was locked with no hitch. There was a ten minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part# /lot# combination cannot verified, therefore, a review of the device history recorded could not be completed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): this case is assessed as not related to sterilization. Device history records for non-sterile part were reviewed for this product complaint at the monument location. The device history records review revealed no issues related to the complaint for this product lot. A manufacturing evaluation was completed: there are nick/dings on the head thread. Anodize is stripped off the head and shaft thread. The stardrive taper depth, straight depth and size were all checked and no issues were found. The head profile, head thread profile, and head thread major and minor diameter could not be checked due to damage on head. Since all relevant features could not be checked this complaint cannot be confirmed. On initial medwatch literature was inadvertently checked; should have been health professional. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.